Event description:
Explantation of the depuy hps. Stem and asr cup and head. Here are all the implant's serial numbers and lot numbers that were implanted on (B)(6) 2006: acetabular cup, (B)(4), lot# 1989378. Hip w/ stem, (B)(4), lot# z4khm1000. Sleeve, (B)(4), lot# 2142134. Femoral, (B)(4), lot# 2163404.